Event description:
It was reported that the inflatable penile prosthesis (ipp) was not functioning properly. During inspection, the device did not appear to fill correctly at the start of the procedure. Minimal fluid movement into the cylinders was observed, but it was insufficient to achieve sustainable rigidity. Consequently, the device was explanted and replaced. It is unclear whether fluid loss occurred, as the tubing connecting the reservoir to the pump and cylinders was cut during explantation; however, fluid loss is suspected as the root cause. The cylinders and pump exhibited no external defects. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. D4. Concomitant product UDI for reservoir is (B)(4).